Event description:
It was reported to philips that the device experienced a functional test failure related to the capacitor. The device was received by bench repair. An evaluation was performed by an authorized bench technician and the reported issue was confirmed and traced to a faulty capacitor. Upon conclusion of the evaluation, it was determined that this was a malfunction of the capacitor. The capacitor was replaced to resolve the reported issue and the device was returned to the customer site. No further evaluation is required at this time.

Manufacturer narrative:
Provided device evaluation and coding.

Event description:
It was reported to philips that the device experienced a functional test failure. There was no patient involvement.